Event description:
It was reported the arms of the filter were found to be twisted after reviewing the post placement CT. The filter was left implanted in the pt. There was no pt injury reported.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The sample was not returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unknown.